Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04631, 1627487-2023-03557. It was reported that the patient's scs ipg and leads had migrated. Surgical intervention took place on (B)(6) 2023 where the leads were explanted and replaced and the ipg was repositioned. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.